Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient requested help at her home. The patient's pacemaker (pm) had an excessive telemetry error message and no radiofrequency (rf) telemetry with transmitter. The patient was asymptomatic. The sales representative went to the patient's home to help reprogram the patient's pm and successfully cleared error and restored rf telemetry. The patient was stable throughout procedure.